Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller through several troubleshooting steps, which included disconnecting tubing, tightening connections, and delivering boluses, but occlusion alarms recurred. Ultimately, the customer reverted to an alternate method of insulin therapy.